Manufacturer narrative:
The customer informed the remote service engineer (rse) of the alarm appearing onscreen. The device was then checked in the biomedical engineer (bme) shop and the backup alarm failed alarm was found in the device event log. The rse provided the customer with the part information for the central processing unit (cpu) printed circuit board assembly (pcba) to resolve this backup alarm failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the customer received, it was confirmed that the customer had ordered a replacement cpu pcba. In a gfe response from the customer, it was provided that the replacement cpu pcba had been delivered and installed in the device. The customer confirmed that following the part replacement, the issue no longer occurred. The device was confirmed to have returned to full functionality by completing preventative maintenance testing. The device passed all testing. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the alarm appearing onscreen. The device was then checked in the biomedical engineer (bme) shop and the backup alarm failed alarm was found in the device event log. The rse provided the customer with the part information for the central processing unit (cpu) pcba to resolve this backup alarm failure. This investigation is ongoing.